Event description:
It was reported that the patient had his inflatable penile prosthesis removed on unknown date for unknown reason. A new inflatable penile prosthesis consisting of 21cm x 12 mm cylinders, pump, and reservoir were implanted on (B)(6) 2018.